Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall and since she has been unable to increase her stimulation amplitude. An sjm representative met with the patient and a diagnostic of the scs lead revealed high impedance for two of the lead contacts. The representative was able to reprogram the system and gave the patient new programs to try. Follow-up identified the reprogramming worked temporally, however, the patient is now not receiving effective stimulation. X-rays will be ordered to determine if the system was compromised by the patient falling. Surgical intervention may be undertaken to address the issue.